Manufacturer narrative:
(B)(4).

Event description:
A physician was treating a lesion in a patient using an amphirion deep pta device. The balloon was inserted per IFU through a 6f x 55 cook raabe sheath and delivered to the right anterior tibial artery where it was inflated per IFU. The balloon was deflated and believed to be fully removed from the patient. A second procedure was already scheduled for the patient for 13 days post index ((B)(6) 2015). When initial angio was done, a significant filling defect was identified in the right distal sfa. It was identified that the entire balloon had separated from the balloon shaft and remained in the patient. The physician used a four mm micro snare. Snagged the balloon and attempted to remove through sheath. It would not come out through the sheath so the sheath and balloon was removed together. The sheath was reinserted in the patient and the planned procedure was completed. It was reported that the patient was fine and was sent home without problems. No further clinical sequelae were reported for this event